Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and was returned with the lead green wrench. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near is-1 terminal end. Helix mechanism testing was unable to be performed. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that during an implant procedure when the lead was placed and presented within range measurements the helix would not extend. A new lead was used to complete the procedure. No adverse patient effects were reported. This lead has since been received for analysis and the investigative results are as enclosed.